Event description:
The patient was implanted with a prodisc-c at c5-c6, on an unknown date for radicular symptoms. On (B)(6) 2013, the patient was returned to the or for removal of the prodisc-c implant and revised to an acdf due to persistent symptoms.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot numbers were provided. Manufacturing records could not be reviewed without a lot number.